Manufacturer narrative:
An event regarding pain, limited range of motion and patient factors involving a scorpio femoral component was reported. The event was confirmed. Product evaluation and results: not performed as device not returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "review of medical records by a consulting clinician indicated: "the primary harm involved in this review is progressive patellofemoral degeneration and arthralgia in a tka with an unresurfaced patella . Preoperatively the patients arthritic degeneration was primarily located in the tibio femoral articulation. Sunrise view xrays of the patellofemoral articulation taken before surgery show the patella to be tracking centrally with equal and symmetric patellofemoral joint space indicating the presence of cartilage. Post tka the patient had difficulty regaining flexion in the knee and developed progressively worsening anterior knee pain. 12 to 18 months following surgery sunrise view xrays showed the patella tracking laterally with diminished joint space between the lateral facet of the patella and the tka femoral condyle indicative of cartilage loss. A bone scan showed increased uptake indicative of the increased inflammation in this articulation. Presumably from the bone of the lateral facet now articulating directly with the prosthetic femoral condyle. An attempt to alleviate the stresses across this articulation as well as improve tracking was attempted via an arthroscopic lateral release. This was not successful and revision surgery with patellofemoral resurfacing was necessitated. There is no evidence for defect in the implants or their manufacture. The undersurface of the patella was not resurfaced during the primary index tka. Only the tibia and femur were resurfaced. The cartilage on the undersurface of the patella went on to degenerate postoperatively causing pain and inflammation and the need for further surgery in the form of patella resurfacing. In the revision operative report, in addition to the patellofemoral degeneration the surgeon mentions a femoral/tibial rotation fault as an added reason for the surgery. No component malrotation was seen on a CT scan. It is unclear how much any component malposition may have contributed to this problem." Product history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Review of medical records by a consulting clinician confirmed the event noting the patient had difficulty regaining flexion in the knee and developed progressively worsening pain. Potential root cause is due to the cartilage on the undersurface of the patella degenerating. During the revision the surgeon indicated there was malposition although the CT scans could not confirm this finding. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision surgery knee prosthesis due to excessive pain and limited range of motion update per medical review: "post tka the patient had difficulty regaining flexion in the knee and developed progressively worsening anterior knee pain...the undersurface of the patella was not resurfaced during the primary index tka. Only the tibia and femur were resurfaced. The cartilage on the undersurface of the patella went on to degenerate postoperatively causing pain and inflammation and the need for further surgery in the form of patella resurfacing."